Event description:
It was reported that bd connecta plus3 16cm white had connection issues it was reported that when connecting a syringe pump tubing to this connector, the thread spins freely, creating a risk of disconnecting from during use when connecting a syringe pump tubing to this connector, the thread spins freely, creating a risk of disconnecting from the connector, which could lead to embolism or bleeding, particularly on central catheters.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the sample showed that the photo does not show the reported defect and the evaluation of the physical sample showed no defect or damage was found. The connections with a bd syringe was checked and everything was connected correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.